Event description:
Broviac stopped working in the emergency room. When patient arrived to the floor, nurse tried to flush it. It flushed. In the middle of flushing, the broviac made a popping noise and then the tubing broke.